Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the display was white flashing screen. The customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will be returned for analysis.

Manufacturer narrative:
Device had blank white lcd with missing segments due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly.